Event description:
Customer admitted to hosp for high blood glucose and dka. Troubleshooting was performed. Nurse stated that customer had 2 stories. 1st pt stated pump ran out of insulin and 2nd pt stated pump malfunctioned.